Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 284 mg/dl. The high blood glucose remained elevated for more then four hours. The high blood glucose was treated with insulin delivered by the pump. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.